Manufacturer narrative:
The device was not available for investigation due to patient (B)(6) positive. Sorin group (B)(4) manufactures the primo2x oxygenator. The incident occured in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that near the end of the procedure, the user noticed a blood-to-water leak from the primo2x oxygenator. To complete the procedure, the circuit was changed. There was no report of patient injury. Since the unit was not available for testing, the investigation was based on DHR analysis and historical data on similar events. The DHR analysis was unable to identify an information that could be possibly linked to the claimed defect. Data from previous complaints for similar failures suggest the cause to be corrosion in areas with metal, which are stressed by manufacturing processes. A CAPA project has been completed in march 2015 to reduce the occurrence of similar defects. The heat exchanger lot of the complained unit was assembled before implementation of the corrective actions. Unit was (B)(6) contaminated.

Event description:
Sorin group received a report that near the end of the procedure the user noticed a blood to water leak from the primo2x oxygenator. To complete the procedure the circuit was changed. There was no report of patient injury.